Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleeding could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury" this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male was implanted with an impella 5.5 device for mechanical circulatory support, and that the patient developed some oozing at the impella site. A standard bleeding protocol was followed to treat the bleeding.